Event description:
The report from the affiliate indicated that the pt had a target lesion with 90% stenosis in the proximal and mid left anterior descending artery (lad). A 2.5 x 18mm cypher was being delivered to the target lesions, but the cypher would not advance before reaching to the target lesion. The physician tried to retrieve the cypher into the guiding catheter (product unknown), but it failed. The cypher was removed with a snare. The physician inspected the cypher visually and confirmed the stent to be flared at the proximal end. The procedure was finished successfully.

Manufacturer narrative:
The product is expected to be available for testing. Additional info will be submitted upon 30 days of receipt. Please note: this cypher sirolimus-eluting coronary stent is distributed outside the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent.